Event description:
Pt had tmj concepts installed in 2009. Pt recently learned from the implanting surgeon that he mis-measured her implant and implanted it anyway. The implant she received was too large for her, so he used bone cement to make it fit. Pt has now learned the bone cement is pushing against the cerebral arteries which is pushing against her trigeminal nerve causing a lot of pain. Since then pt has seen approximately 8 oral surgeons and 7 infectious disease specialists for help. Pt is suffering from constant burning in gum area, a large amount of mucus drainage from nose, hearing loss, facial paralysis, and jaw gets stuck and must be physically manipulated to free it up. Pt unable to work and has a certified nursing assistant to help her. Pt will have to have surgery in the near future.